Event description:
Per the clinic, the patient experienced a skin infection at abutment site and subsequently was treated with oral and topical antibiotics and oral steroid (specific date and duration not reported).